Event description:
It was reported that stents from another company were placed in the circumflex vessel (90 angle), one at the distal and one at the proximal. A linear dissection at the second obtuse marginal was observed and a pixel was to be placed to treat the dissection. There was difficulty during delivery. The physician decided to re-wire with a sturdier wire; however, in trying to pull the stent back into the guiding catheter to place a sturdier wire, the pixel caught on the proximal stent and was seen on the fluoro. The stent delivery system (sds) was removed, but in trying to remove the pixel into the guiding catheter, the unit wedged into the vessel causing an additional dissection. The physician re-wired and tried to snare the pixel stent but the dissection continued to increase and was unsuccessful in retrieving the pixel stent. The pt was taken to surgery for repair of the vessel and to retrieval of the pixel. The physician does not feel the event was related to the guidant device.